Manufacturer narrative:
(B)(4) date sent 9/2/2025 d4 batch #821c59. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 cartridge was received with no apparent damage and with no instrument. The swing tab was found to be partially moved to the locked position and unfired. Further evaluation shows that 6 missing staples were missing along the staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 821c59, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure according to the distributor, the products presented problems.